Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor communication error alarm on the insulin pump. Customer was unable to troubleshoot for the issue as the insulin pump was stuck in the motor communication error loop. The customer was unable to resolve the issue by changing batteries. The customer also reported a off no power alert occurring. Customer's blood glucose was 100 mg/dl. Customer stated they did not drop or bump the insulin pump. The customer also stated this was second occurrence of a off no power without a low battery warning. Customer was advised the insulin pump needed to be replaced. Customer declined to return the insulin pump for analysis.